Manufacturer narrative:
Concomitant products: product ID: 37651, serial# (B)(4), product type: recharger. Product ID: 37612, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID: 3387s-40, lot# v616863, implanted: (B)(6) 2011, explanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
A healthcare professional of a clinical study reported that the patient whose indication for use is essential tremor experienced increased tremor due to the lead location being too lateral. Etiology was the lead/extension tract, possibly related to the device or therapy and not related to the implant procedure. No diagnostics were done. The lead was replaced on (B)(6) 2015. The outcome was resolved without sequelae.

Event description:
Additional information received reported the original lead placement was not optimal.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the cause of the lead being too bilateral was that the "original lead placement was not optimal." No further complications are anticipated.